Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that her device stopped working for her a year ago so her healthcare professional told her to call the manufacturer to set up an appointment to check on the ins and possibly make more programming changes. The caller stated that a year ago she switched to a different program and that did not help control her symptoms. No further patient complications are anticipated or expected as a result of this event.